Event description:
It was reported that a zma00 13.0 diopter lens was explanted from a male patient's eye seven (7) weeks post implant due to the surgeon observing debris on the lens that affected the patient's vision. A yag procedure was done but the debris was not removed. The complaint lens was replaced with another lens of the same model and diopter. The patient outcome is reported as doing fine. The explanted lens was forwarded by the surgery center to another eye institute and is not available for return to the manufacturer for evaluation as it is noted as lost on the received medical device complaint reporting form.

Manufacturer narrative:
Corrected data: date of this report: the year was entered incorrectly on the initial MDR. The correct date of this report is (B)(6) 2014. The concomitant product used at time of implant was not entered on the initial MDR. The concomitant product was a 1mtec30 cartridge, lot number unknown/not provided. Report source on the initial MDR should have also indicated distributor.

Manufacturer narrative:
Additional info: device evaluation - manufacturing record review a review of the manufacturing records was conducted. Results revealed all process operations presented in the manufacturing record are in compliance with manufacturing specifications. All tests results showed a pass condition. The work order was not produced under deviation and there were no process and/or material changes within this order. The sterilization records show no non-conformances with respect to the sterilization process. There are no environmental monitoring related non conformances within the timeframe this order number was manufactured. No deviation or non-conformance report (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.